Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. Technical support recommended customer to plug the pump in using tandem charging supplies and wait at least 30 consecutive minutes for the pump to begin charging.